Event description:
The customer contacted baxter's technical service center regarding a incomplete prime, which occurred on the homechoice (hc) during use, during fill 1. At the end of prime the hp connected himself and was in fill 1. The hp stated the air in the patient line went into him. The hp called the peritoneal dialysis registered nurse (pdrn) and the pdrn instructed the hp to call the baxter technical service representative (tsr). The tsr advised the hp to end therapy and start over with new supplies. The hp would start over with new supplies and the hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2012 and he was able to resume therapy after starting over with new supplies. He was using a patient line extension and the air in there was what he said entered into him. He had connected himself before priming . Since then contacted his nurse who told him to contact baxter. Baxter had him end therapy and start over with new supplies. Since then he has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4).the problem was confirmed. The root cause was undetermined.the label review found the labeling adequate for the possible use error in this complaint.